Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number . Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the doctor was experiencing resistance when trying to remove the .035 r2p balloon (5 x200) back through the 119 destination slender. The balloon catheter delivery system was deformed upon removal. A total of four r2p balloons were used through this sheath. After the 5mm balloon was removed, the doctor used another balloon (7 x 150 r2p), the balloon was left in longer to ensure complete deflation, the sheath was flushed prior to removal of the balloon. The tech left the endoflator attached to the 7mm balloon, which met similar, but "not as bad" resistance. The blood loss was less than 250cc's. The patient was in stable condition and the procedure was a success.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation results. H6 - results - 3211 is based on the returned sample; 213 is based upon the measurements of the returned sample. One 119 cm 6fr r2p destination sheath was received for product evaluation. Visual inspection revealed a bend in the sheath, 0.7 cm from the hub. The sheath tip was observed under microscope and no damage or gross anomalies were seen. The sheath outer diameter measured at 0.1008 inches which was within manufacturer specifications. The sheath tip and shaft inner diameter measured at 0.087 inches which was within manufacturer specifications. The sheath length measured at 118.65 cm was within manufacturer specifications. A dilator was inserted into the sheath and there were no obstructions or resistance inserting the dilator. The dilator traveled through the body of the sheath without interference. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the balloon was not completely deflated which caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.